Event description:
Procedure type: lap chole. Pt gender: unk. According to the reporter: during the case, while pushing the trocar through by a medical student, the student knicked the mesentery. A small vent in mesentery. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. No pt injury was reported.

Manufacturer narrative:
(B)(4).